Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) went into cardiac arrest and had received multiple inappropriate shocks due to t-wave oversensing. The fourth shock of this episode accelerated the patient's rhythm into ventricular fibrillation (vf) which was unsuccessfully treated with the fifth shock. No further shocks were delivered by the s-ICD as therapy had been exhausted in this episode, and the vf continued. Cardiopulmonary resuscitation was administered; however, the patient eventually passed away due to anoxic encephalopathy. An x-ray taken last year showed the s-ICD system had moved into a sub-optimal position as the patient had twiddled their system, which may have affected the device's ability to sense and deliver therapy appropriately. The s-ICD was buried with the patient. This s-ICD has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the event text for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient had multiple inappropriate shocks due to t-wave oversensing. It was difficult to convert the arrhythmia. One of the shocks induced an arrhythmia. The patient received CPR. An x-ray was reviewed, and the device and electrode appeared to have been twiddled (moved by the patient). There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) went into cardiac arrest and had received multiple inappropriate shocks due to t-wave oversensing. The fourth shock of this episode accelerated the patient's rhythm into ventricular fibrillation (vf) which was unsuccessfully treated with the fifth shock. No further shocks were delivered by the s-ICD as therapy had been exhausted in this episode, and the vf continued. Cardiopulmonary resuscitation was administered; however, the patient eventually passed away due to anoxic encephalopathy. An x-ray taken last year showed the s-ICD system had moved into a sub-optimal position as the patient had twiddled their system, which may have affected the device's ability to sense and deliver therapy appropriately. The s-ICD was buried with the patient. This s-ICD has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the event text for more information regarding the specific circumstances of this event.